Event description:
Customer reportedly received results of 564 mg/dl and 217 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The reporter's last name was not provided. It was unknown if the initial reporter sent report to the FDA.